Event description:
It was reported that the atrial lead was unable to be implanted. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of unable to implant was confirmed. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix was extended and covered with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event was due to dried body fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.